Manufacturer narrative:
Device has not yet been returned for eval. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
It was reported that the set screw loosened after surgery. On (B)(6) 2010, l2-l5 instrumentation was done with expedium system. Three to four months after the surgery, it was found that the set screw in l5 came free. A revision procedure was performed. As a result of this adverse outcome an MDR is filed to document this event.